Event description:
A power source alert was reported by the caller. The caller's blood glucose level did not exceed 500 mg/dl, suggesting no adverse impact on their glucose levels. Technical support instructed the caller to plug the tandem wall adapter into a known working outlet and wait at least 30 consecutive minutes for the pump to start charging. The issue was resolved after a follow-up.